Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 18141232, model/catalog description: infinion 16 lead kit 50 cm. The explanted leads were not returned to bsn as they were kept by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads were out of contacts due to fall and was no longer functioning. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.